Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Implant and explant dates: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in the (B)(4) as follows: the surgeon drilled through an inserted drill sleeve into a distal locking hole. The tip of the reported drill bit was broken while the surgeon was removing the drill bit from the patient¿s bone. The surgeon removed the broken piece of the drill bit from the patient and the surgery was continued with another drill bit after it was confirmed using an image intensifier that there were no remaining fragments in the patient. No surgical delay was reported. It was reported that there still may be fragments of the broken drill bit remaining in the patient¿s bone. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing evaluation investigation: the dimensions of the broken drill bit were, as far as possible, checked and found to be in compliance with the technical drawings and ao/asif specification. Because of the damage and the missing portion, the relevant dimensions cannot be checked to print specifications any further. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength, and/or structural stability. The values were in compliance with ao/asif specifications and with the international standard of stainless steel. Conclusion - the tip is broken off; the missing portion of the drill bit in question measures approximately 5mm. The remaining regular twist was distorted on the entire length. The distortion of the regular twist was caused during a mechanical overloading situation. The drill bit seized during drilling and the subsequent torsional forces led the regular twist to wind off with following breakage of the tip. The condition of the drill bit before the event is unknown. Synthes instruments should be inspected to assess damage and wear after processing and prior to sterilization. Neither a product nor a material related fault was found. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.